Event description:
It was reported that the right ventricular (rv) lead triggered the lead integrity alert, had abnormal impedances and was oversensing. It was further reported that right atrial (ra) lead had increased thresholds. During the explant procedure, the outer insulation of the ra lead may have been scratched with the laser. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) - the full lead was returned in segments. The outer insulation was breached cut. The outer insulation had a white substance on it. The outer insulation had a cosmetic depression. There was blood in/on helix/lobe mechanism and apparent explant damage. (B)(4) - the full lead was returned and the distal conductor was fractured. The inner tubing is kinked/buckled, the outer insulation has a cosmetic cut and the outer insulation has cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that it appeared that the lead was implanted with a bend in it at the fracture site.